Event description:
It was reported that air embolism and st elevation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. The procedure was aborted due to patient anatomy but in between device exchanges, the physician noted that during a was sheath flush, air bubbles were noted on transesophageal echocardiography (tee) at the aortic root. The procedure was paused. The patient was intubated immediately after the air bubble was introduced. The left atrial pressure was 12-15mmhg. A st segment elevation was noted immediately after intubation and lasted 2 minutes, the st elevation resolved on its own and did not need medication support. The physician attempted to place a closure device for a final time after the st elevation and was unable. The patient woke up from general anesthesia but had some aphasia and visual field disturbance. The patient had a computed tomography angiography (cta) that did not show an acute infarct. Later in the night the patient had a seizure and was re-intubated. The patient remains in the hospital and has to be moved out of the intensive care unit (ICU) into a stepdown unit. It was further reported that the patient has returned to baseline.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman fxd curve? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0037073689. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include air embolism (st segment elevation, dysphasia, visual disturbances, seizure) (imaging and additional device required, hospitalization, intubation, intensive care). Risk review: a risk review was completed and confirmed that the events of damaged/defective and air embolism (st segment elevation, dysphasia, visual disturbances, seizure) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that air embolism and st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. The procedure was aborted due to patient anatomy but in between device exchanges, the physician noted that during a was sheath flush, air bubbles were noted on transesophageal echocardiography (tee) at the aortic root. The procedure was paused. The patient was intubated immediately after the air bubble was introduced. The left atrial pressure was 12-15mmhg. A st segment elevation was noted immediately after intubation and lasted 2 minutes, the st elevation resolved on its own and did not need medication support. The physician attempted to place a closure device for a final time after the st elevation and was unable. The patient woke up from general anesthesia but had some aphasia and visual field disturbance. The patient had a computed tomography angiography (cta) that did not show an acute infarct. Later in the night the patient had a seizure and was re-intubated. The patient remains in the hospital and has to be moved out of the intensive care unit (ICU) into a stepdown unit. It was further reported that the patient has returned to baseline.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that air embolism and st elevation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. The procedure was aborted due to patient anatomy but in between device exchanges, the physician noted that during a was sheath flush, air bubbles were noted on transesophageal echocardiography (tee) at the aortic root. The procedure was paused. The patient was intubated immediately after the air bubble was introduced. The left atrial pressure was 12-15mmhg. A st segment elevation was noted immediately after intubation and lasted 2 minutes, the st elevation resolved on its own and did not need medication support. The physician attempted to place a closure device for a final time after the st elevation and was unable. The patient woke up from general anesthesia but had some aphasia and visual field disturbance. The patient had a computed tomography angiography (cta) that did not show an acute infarct. Later in the night the patient had a seizure and was re-intubated. The patient remains in the hospital and has to be moved out of the intensive care unit (ICU) into a stepdown unit.